Event description:
It was reported that a model 6947 lead implant was attempted, but the helix would not extend. The lead was not used and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the helix was disengaged from the helical channel. Blood was present in/on the helix mechanism and its sleeve head. The defib conductor was distorted. The inner tubing was kinked/buckled. The tip seal was observed to be out of position.